Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated the pts blood glucose had been labile for about a week. The day before the hospitalization, blood glucose was >500 mg/dl. On the day of the hospitalization he was found unresponsive. He was transported to the hospital where upon admit his blood glucose was 1102 mg/dl. He was treated with IV fluids, and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.